Event description:
1. When the clinician tried to operate stopcock lever to take blood sampling, little blood leakage was found out. 2. Clinican operated the stopcock lever and it came off. 3. Incident was found out at ICU.

Event description:
Tap of zeroing stopcock came off from housing.